Manufacturer narrative:
A bsi fse (field svc engineer) was dispatched to the site to troubleshoot and replaced several hardware components (e.g na electrode, na reference electrode, cl electrode and the sample probe), however, no clear root cause was determined. This is one individual MDR report which includes one pt result presented and accounts for multiple unk pt results. This reportable event was identified during a retrospective review of complaints conducted between 01/012008 to 10/23/2010 for additional reportable events.

Event description:
Customer reported to beckman coulter, inc (bci) that erroneously low sodium (na) results were intermittently obtained on their unicel dxc 600 instrument. One physician questioned the low na result. Multiple erroneous results were reported out of the lab. Customer provided only one example of a low pt result and the repeated value. While there have been no reports of serious pt consequences or adverse events, it is not known if any pt treatment was modified.